Manufacturer narrative:
The pump was received with intermittent button error response due to corroded keypad traces. The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with normal operating currents. The pump passed the self test, unexpected restart, and off no power tests. No moisture damage was found on the electronics, motor, battery tube, reservoir compartment or vibrator assembly. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, cracked battery tube threads and a broken reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin is leaking into the reservoir compartment and the pump alarmed failed battery test. Troubleshooting also found that the keypad buttons are not responsive after a battery change. The customer's blood glucose reading was 490 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis. Customer declined to troubleshoot for the high blood glucose.